Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. During the procedure, while implanting the right ventricular - rv lead, it was noted that the rv lead exhibited suture sleeve damage causing insulation damage. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.